Event description:
Report 1 of 2. It was reported that a patient developed a urinary tract infection after used of the scope. The patient reports having urinary frequency, urgency and no completely emptying the bladder. The patient had a positive urine culture to confirm bacterial infection. The patient was treated with ciprofloxacin. The patient is doing fine. The customer reported they are not using a scope cabinet when drying the scopes after reprocessing, instead they are being hung on a wall in a glass container. Additionally, the customer was not able to confirm any type of cleaning or disinfectant process for the glass containers. The customer states they are unfamiliar with how to test the scope.